Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
While in the hospital for an unrelated issue, the customer experienced a blood glucose (bg) level of 90-300 mg/dl. Reportedly, the customer was using relion novolin within their pump supplies. Tandem technical support advised the customer against using off-label insulin. No additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.